Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified circumflex artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. However, during inflation at 8 atmospheres, the balloon did not inflate. A leak was noted on its distal side and a pinhole in the balloon was observed. The procedure was completed with a different device, and there were no patient complications reported.